Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 390 mg/dl. The infusion set site was changed multiple times and a bolus of insulin was delivered to address the bg level. As the occlusion alarms had occurred in the past and the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.